Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not allowed to be overridden. A technical support specialist (tss) dialed into the station and confirmed it was not in critical override. The tss checked the station¿s communication with the server and found no upload or download issues. The station settings and user account were reviewed, and it was confirmed that the user did not have the correct area assignment. The tss provided the findings and resolution to the customer, and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device was not allowed to override. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.